Manufacturer narrative:
Initial reporter phone #: (B)(6). Results - bd received 50 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubes popping out of the holders with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode for tubes popping out of the holders was observed. Conclusion - bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that tubes of bd vacutainer® luer-lok¿ access device would pop out of holders during blood collection. No injury or medical intervention reported.